Event description:
It was reported to philips that the system gave an alert indicating the button was activated which can prevent a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a non-emergency procedure. The procedure was completed as planned as the issue did not affect the procedure. The field service engineer (fse) visited onsite and confirmed that button activated and release to complete startup. Upon troubleshooting, the fse checked the system onsite and found that the ad7 table cable was frayed and worn through to bare wires in several places. To resolve the issue fse replaced defective cable in table. The defective part was sent for analysis, for defective cable and ttcf board no malfunction was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete the procedure on same system as planned. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.